Manufacturer narrative:
Philips service replaced the mvr high power board and extension 2 board, recalibrated the system, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that gantry movement struck automatically during use on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.